Manufacturer narrative:
The devices were not returned for evaluation. Complaint history search can not be performed due to the part and lot combinations being unknown. These devices are for treatment of the patient. The stems in this complaint are from a journal article which has studied metal on metal retrievals of the cpt stem to see what happens to the cemented stems. This article did not provide sufficient information to provide a root cause to the alleged condition.

Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported 12 collarless polished taper stems were revised for unknown reasons.